Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The investigation attempted to replicate the user complaint was able to scan a freestyle libre sensor successfully using a similar configuration (B)(6). As there was no available tracking and trending data at the time of the investigation, a tripped trend review was not performed, however, the complaint will continue to be monitored through tracking and trending process. If the product data is returned, additional extended investigation will be performed and a follow-up report will be submitted. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare professional reported that while the customer was using librelink, the app was not scanning the adc freestyle libre sensor. As a result, the customer¿s ketones levels were elevated, and was unable to self-treat. The customer had contact with a healthcare professional who administered an unspecified dose of insulin to bring down the customer¿s ketone levels. There was no report of death or permanent injury associated with this event.